Event description:
It was reported that the patient felt there was premature battery life of the device. The patient was comparing this implantable neurostimulator (ins) to their previous ins. With the same programming setting, the battery life was shorter. During impedance testing and troubleshooting ¿nothing unusual¿ was found. The device was subsequently explanted. There were no patient symptoms associated with the event. Additional information was received which reported that the patient was not programmed to cycling. The patient was receiving effective therapy after replacement.

Manufacturer narrative:
Upon receipt of the device analysis results, (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life. Telemetry and output were okay.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.